Manufacturer narrative:
Additional information: d10, h6, h10. One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found evidence of reported problem. Visual inspection and motor run testing were performed. The customer's reported problem was confirmed. According to investigation, error code 41622 was duplicated during motor run test. According to the investigation the reported issue was caused by debris that was found in between the gears. Service's removed the debris to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited "lec41622". No patient was involved in this event. No adverse effects were reported.